Manufacturer narrative:
The product involved with this complaint is the packaging that the pump came with that includes a battery for the pump's operation. The alleged issue was not with the pump itself, but with a supplementary product. The product has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the battery which was included with their pump's kit was damaged. The reporter was contacted multiple times for follow up, but could not be reached to provide additional details about the issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/02/2017 with the following findings: during investigation, the battery was not returned with the pump for investigation. The damaged battery complaint was unable to be duplicated. No defects were found to the pump related to the reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.